Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a scratch was noted on the lens which is affecting the patient's vision. Additional information was received from the surgeon, who reported the iol was exchanged for another model lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).